Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) explained the alarm. The home patient (hp) just changed the cassette. The tsr explained proper procedures and that the setup may be compromised. The tsr assisted the hp to end therapy so that he could start over with new supplies. The call completed and all new supplies would be used. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 and he was able to resume therapy after he setup with new supplies. He did not notice anything unusual with any of the previous supplies except that the frangible would not allow solution through on the heater. He did not have a sample or lot number available. He had already gone over the proper procedures and aseptic techniques for starting over with new supplies with the baxter tsr. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.